Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: right fallopian tube/ migration of essure device location of device: upper right chest cavity/migration of essure device- location of device:removed from omentum"), pregnancy with contraceptive device ("pregnancy (no complications)") and crohn's disease ("gastrointestinal or digestive system condition type: cronh's disease") in a 29-year-old female patient who had essure (batch no. 628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abruptio placentae, c-section, fetal death, uti in 2004, migraine in 2004, cholecystitis, infection mrsa and vulval abscess. Concurrent conditions included crohn's disease. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, headache ("migraines / headaches") and migraine ("migraines / headaches"). In july 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012 experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with venlafaxine hydrochloride (effexor xr) and surgery (surgical removal of coil(s) -right coil only). At the time of the report, the fallopian tube perforation, crohn's disease, fibromyalgia, fatigue, headache and migraine had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered crohn's disease, fallopian tube perforation, fatigue, fibromyalgia, headache, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: she had to undergo additional ultrasounds and observations to determine if baby had been affected by radiation exposed to during both hsg tests. Occluded left fallopian tube from microfilament. But there is complete free spillage of contrast throughout the patent right fallopian tube into the right pelvis. (B)(6) 2011- surgical removal of coil(s) -right coil only. According to the mr the problem list: elective sterilization, counseling, conference ,high risk pregnancy, supervision of suspected fetal damage from radiation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. (B)(6) 2010, hysterosalpingogram: left tubal occlusion right opacification and migration of the coil within the tube. (B)(6) 2011: she had an essure placed 15jun2011 but the right tube was not occluded. At the time of her hysterosalpingogram she was found to be pregnant. (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, hysterosalpingogram: unilateral occlusion (left tube occluded), migration of essure device, perforation (fallopian tube), other (please describe) 21 weeks 12regnan. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: right fallopian tube/ migration of essure device location of device: upper right chest cavity/migration of essure device- location of device: removed from omentum"), pregnancy with contraceptive device ("pregnancy (no complications)") and crohn's disease ("gastrointestinal or digestive system condition type: cronh's disease") in a 29-year-old female patient who had essure (batch no. 628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abruptio placentae, c-section, fetal death, uti in 2004, migraine in 2004, cholecystitis, infection mrsa and vulval abscess. Concurrent conditions included crohn's disease. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with venlafaxine hydrochloride (effexor xr) and surgery (surgical removal of coil(s) -right coil only). At the time of the report, the fallopian tube perforation, crohn's disease, fibromyalgia, fatigue, headache and migraine had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth with no information on the childrens' health. The reporter considered crohn's disease, fallopian tube perforation, fatigue, fibromyalgia, headache, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: she had to undergo additional ultrasounds and observations to determine if baby had been affected by radiation exposed to during both hsg tests. Occluded left fallopian tube from microfilament. But there is complete free spillage of contrast throughout the patent right fallopian tube into the right pelvis. (B)(6) 2011- surgical removal of coil(s) -right coil only. According to the mr the problem list: elective sterilization, counseling, conference, high risk pregnancy, supervision of suspected fetal damage from radiation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. (B)(6) 2010, hysterosalpingogram: left tubal occlusion right opacification and migration of the coil within the tube. (B)(6) 2011: she had an essure placed (B)(6) 2011 but the right tube was not occluded. At the time of her hysterosalpingogram she was found to be pregnant. (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, hysterosalpingogram: unilateral occlusion (left tube occluded), migration of essure device, perforation (fallopian tube), other (please describe) 21 weeks 12regnan. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as pregnancy (no complications), autoimmune disorder type of disorder: fibromyalgia, migraines / headaches, migration of essure device location of device: upper right chest cavity, tubal ligation, pain left lower abdomen, fatigue, gastrointestinal or digestive system condition type: cronh's disease, perforation (other) please describe and state the location of the perforation: right fallopian tube. Treatment drug and relevant lab data were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: right fallopian tube/ migration of essure device location of device: upper right chest cavity/migration of essure device- location of device:removed from omentum') in a 29-year-old female patient who had essure (batch no. 628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective,left tube blocked but not right". The patient's medical history included uti in 2004, migraine in 2004, abruptio placentae, c-section, fetal death, cholecystitis, infection mrsa, vulval abscess and parity 5 (on (B)(6) 2000,(B)(6) 2002,(B)(6) 2010 and (B)(6) 2011.). Concurrent conditions included crohn's disease. Concomitant products included cefixime (flexeril) since (B)(6) 2017 and omeprazole (prilosec) since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower, headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 1 month after insertion of essure. In (B)(6) 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2013, the patient experienced crohn's disease ("gastrointestinal or digestive system condition type: cronh's disease"). On an unknown date, the patient experienced abscess ("abscess"). The patient was treated with mesalazine (pentasa), venlafaxine hydrochloride (effexor) and surgery (surgical removal of coil(s) -right coil only). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, crohn's disease, fibromyalgia, fatigue, headache and migraine had not resolved and the pregnancy with contraceptive device and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abscess, crohn's disease, fallopian tube perforation, fatigue, fibromyalgia, headache, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: she had to undergo additional ultrasounds and observations to determine if baby had been affected by radiation exposed to during both hsg tests. Occluded left fallopian tube from microfilament. But there is complete free spillage of contrast throughout the patent right fallopian tube into the right pelvis. (B)(6) 2011- surgical removal of coil(s) -right coil only. According to the mr the problem list: elective sterilization, counseling, conference ,high risk pregnancy, supervision of suspected fetal damage from radiation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: unilateral occlusion (left tube occluded), perforation (fallopian tube), migration of essure device, 21 weeks pregnant; on (B)(6) 2010: result not provided.; on (B)(6) 2010: result not provided.. Pregnancy test urine - on an unknown date: results: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. New event added: abscess. Seriousness criteria for previously reported event of fallopian tube perforation updated to hospitalization and medically significant removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: right fallopian tube/ migration of essure device location of device: upper right chest cavity/migration of essure device- location of device:removed from omentum') in a 29-year-old female patient who had essure (batch no. 628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective,left tube blocked but not right". The patient's medical history included uti in 2004, migraine in 2004, abruptio placentae, c-section, fetal death, cholecystitis, infection mrsa, vulval abscess and parity 5 (on (B)(6) 2000,( B)(6) 2002,(B)(6) 2010 and (B)(6) 2011.). Concurrent conditions included crohn's disease. Concomitant products included cefixime (flexeril) since (B)(6) 2017 and omeprazole (prilosec) since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower, headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 1 month after insertion of essure. In (B)(6) 2012, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2013, the patient experienced crohn's disease ("gastrointestinal or digestive system condition type: cronh's disease"). On an unknown date, the patient experienced abscess ("abscess"). The patient was treated with mesalazine (pentasa), venlafaxine hydrochloride (effexor) and surgery (surgical removal of coil(s) -right coil only). Essure was removed on(B)(6) 2011. At the time of the report, the fallopian tube perforation, crohn's disease, fibromyalgia, fatigue, headache and migraine had not resolved and the pregnancy with contraceptive device and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abscess, crohn's disease, fallopian tube perforation, fatigue, fibromyalgia, headache, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: she had to undergo additional ultrasounds and observations to determine if baby had been affected by radiation exposed to during both hsg tests. Occluded left fallopian tube from microfilament. But there is complete free spillage of contrast throughout the patent right fallopian tube into the right pelvis. (B)(6) 2011- surgical removal of coil(s) -right coil only. According to the mr the problem list: elective sterilization, counseling, conference ,high risk pregnancy, supervision of suspected fetal damage from radiation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: unilateral occlusion (left tube occluded), perforation (fallopian tube), migration of essure device, 21 weeks pregnant; on (B)(6) 2010: result not provided.; on (B)(6) 2010: result not provided.. Pregnancy test urine - on an unknown date: results: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the device") in a female patient who had essure inserted for birth control. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.